Event description:
It was reported that the user¿s sensor failed, followed by repeated urgent low glucose alerts, while a concurrent blood glucose meter reading was 199 mg/dl; the user manually entered the bg into ilet and could not synchronize data due to app access limitations. Symptoms included perceived low-glucose alerts without corroborating hypoglycemia and no reported clinical effects. Outcomes included no medical intervention, no back-up therapy, no ketone testing, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause for discordant alerts and hyperglycemia, with no confirmed sensor data and no device return for analysis. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.